Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent chest pain. It was also reported that the right ventricular (rv) lead exhibited high bipolar and unipolar lead impedance warnings, with a polarity switch and inconsistent ventricular capture post pacing spikes, indicating possible loss of ventricular capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.